Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The hill-rom technician replaced the brake cams, stiffener plate, brake caster and brake/steer caster to repair the bed.